Manufacturer narrative:
Failure investigation found no system malfunctions. Ilet alarms functioned as intended, including multiple high glucose and infusion-related alerts. Insulin delivery was requested in response to cgm data. The user's report of a bent cannula upon removal is consistent with the observed glucose trends and prolonged hyperglycemia. A device history record (DHR) review was conducted, confirming that the device passed all manufacturing release criteria for distribution. There were no issues identified during the review that would have impacted this event.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) levels and presented to the emergency room with a reported bg of 737 mg/dl. She received intravenous insulin and was discharged the same day. The user reported the infusion set cannula was bent upon removal.